Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately four months after implant the patient developed an infection at the incision site. The skin had thinned and the implantable cardiac monitor had started to erode at the top end. The device download also showed frequent episodes of undersensing. The device was explanted. No further patient complications have been reported as a result of this event.